Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2138-50, serial/lot #: (B)(4), description: scs 50cm iii lead. Model #: sc-2138-70, serial/lot #: (B)(4), description: scs 70cm iii lead.

Event description:
A report was received that the patient's implant was for the headache and it was believed that there was worsening of symptoms because of the ipg. It was also reported that the patient was experiencing difficulty and frequency in charging time and ipg malfunction was suspected. The patient will undergo an ipg replacement procedure.&#842;

Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement procedure. The ipg replacement procedure was done not for device malfunction but per physician's preference. The patient was reportedly doing well postoperatively. The explanted device was not returned to bsn.

Event description:
A report was received that the patient's implant was for the headache and it was believed that there was worsening of symptoms because of the ipg. It was also reported that the patient was experiencing difficulty and frequency in charging time and ipg malfunction was suspected. The patient will undergo an ipg replacement procedure.&#842;

Manufacturer narrative:
Additional information was received that no further course of action will be done at this time. The devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
A report was received that the patient's implant was for the headache and it was believed that there was worsening of symptoms because of the ipg. It was also reported that the patient was experiencing difficulty and frequency in charging time and ipg malfunction was suspected. The patient will undergo an ipg replacement procedure.